Event description:
It was reported patient experienced issue with the implantable neuro stimulator (ins) since may. There was loss of stimulation/therapeutic effect symptoms. It was reported that the recharge intervals of the ins became shorter since july. The patient had to recharge every day at the end. Patient reported that sometimes the stimulation "turned off and sometime turned off". It was not possible to establish contact with the ins with usage of patient programmer or "n vision. A physician recharge mode (prm) was done and contact was established but the coupling stopped and a por message was displayed on the recharger screen. It was not possible to perform another prm and no coupling could be achieved anymore even changing position of the antenna. Patient status reported as "alive - no injury/no adverse event". Upon follow up and recommendations by company representative, an x-ray was done to check if ins was flipped in the pocket. Results came out negative. Additional recharges were tried but were not successful; therefore device was explanted and replaced. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)